Manufacturer narrative:
An event of sewing ring coming loose while stitching was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the available information, the cause of the reported material separation could not be conclusively determined. It is possible procedural condition contributed to the event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the physician suspects that the sewing ring came loose due to insufficient suture fixation. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm epic valve was selected for implant. During the procedure, it was noted that the sewing ring came loose at one point while stitching. The device was removed and replaced with another 23mm epic valve to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.